Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was noted that the insertable cardiac monitor (icm) was under-sensing. The icm was explanted and replaced. The patient was in stable condition.